Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Confirmed customer problem found touchscreen did not pass touchscreen calibration, bad touch detected. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.